Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the plastic piece was broken off the reservoir compartment. Customer's blood glucose was 156 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and partially broken off reservoir tube lip. The test reservoir was lock/click in place.